Event description:
After 15+ months of implantation, this ICD was explanted because it was reported that during a routine follow-up interrogation, a message was displayed regarding high current drain and abnormal battery voltages. The device was explanted in 2006.

Manufacturer narrative:
The analysis from the MFR is pending.